Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 04 nov 2024, senseonics was made aware of an incident where user reported that had he had a hypoglycemic event while at work. The event happened on (B)(6) 2024. An ambulance was called to transport the user to the hospital. User does not recall the exact sg reading but he sees 66 mg/dl as the lowest reading on his system around the time of the event and did not perform a fingerstick at the time of the event, however when emergency services arrived, they did one and showed a value of 40 mg/dl after dms review, we confirmed that the user didn't receive a low/high glucose alert at the time of event because the sg never went past the alert level the user received a glucose IV as treatment from the emergency team but wasn't prescribed additional medication.

Manufacturer narrative:
It was reported that the user experienced a hypoglycemic event which led to an ambulance service being called and the user being transported to the hospital on (B)(6) 2024 around 11:00 pm. The user does not recall the exact sg reading at the time of event but reported that the lowest sg reading he saw from the cgm system was 66 mg/dl. The user did not perform a fingerstick at the time of the event, however when the emergency services arrived, they did one and showed a bg value of 40 mg/dl. A review of the data management system (dms) data revealed that on 3rd nov 2024 at 11:31 pm, the system triggered a predictive low glucose alert. As per case notes, the user received a glucose IV as treatment from the emergency team and wasn't prescribed additional medication. The user's hcp was made aware of the event. The user was advised to follow up with the hcp for further medical guidance. In an associated case for the user's complaint about sensor inaccuracy (complaintrec-51337), it was determined that there were some differences between bg and sg due to lag during periods of rapid glucose change which likely resulted in the differences observed by the user at the time of incident. Overall, there was no indication of any issue with the system. B4.date of this report 19 december 2024. G3.date received by the manufacturer? 19 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.